Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels of 558-559 mg/dl and was admitted to the hospital. Customer delivered correction boluses and administered a manual injection to address bg. The customer was taken off the pump and treated with an insulin drip. The customer was discharged on (B)(6) 2020 with the issue resolved and no permanent damage. The cause for elevated bg was unknown. Technical support performed a pump system check and found pump to be functioning as intended.